Event description:
Per facility the bolt that connects the cradle to scale came undone. Screw loosened and fell out resulted in dropping the resident. Resident was take to ER for exam, she was returned to the facility the same day, resident said her body hurts and is badly burned. Facility demanding a company rep come to facility and evaluate lift, make sure they have all the scale parts, and were put together correctly. Manufacturer working on getting company rep into the facility. RMA # being set up to get scale back for evaluation also.